Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pt's femoral artery. The iab could not be inserted all the way through the sheath introducer. The iab membrane was advanced approx 2/3 of the way through the sheath introducer. The md could not push the iab the rest of the way through and the iab could not be pulled back out of the sheath; guidewire could not be advanced either. The iab, guide wire and sheath were removed together. As a result, a new sheath and iab were inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in treatment of five mins. The pt outcome is listed as pt was not harmed by the incident.